Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported when placing a PICC, the clinician noticed an unidentifiable speck on the end of the dead end cap inside the sterile kit. No patient impact reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed and was determined to be supplier related. The product returned for evaluation was an end cap. A spot was observed on the end cap. Microscopic inspection of the spot revealed it was embedded in the plastic material of the end cap. The presence of foreign material within the end cap likely occurred during manufacture of the device. The investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when placing a PICC, the clinician noticed an unidentifiable speck on the end of the dead end cap inside the sterile kit. No patient impact reported. No other information was provided.